Manufacturer narrative:
It was reported that the infection was treated with oral and topical antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on september 27, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the patient's surgeon, it was reported that the patient experienced fluid at the magnet site which the surgeon has subsequently drained on several occasions. The surgeon suspects an infection at the magnet site and is planning to remove the internal magnet. The procedure has yet to be scheduled as of the date of this report.

Manufacturer narrative:
Per the clinic, the internal magnet was removed on (B)(6) 2017. Once the site is healed an abutment will be placed on the internal fixture at a later date.